Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effects of vascular injury and hemorrhage are listed in the electronic perclose the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a moderately calcified right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly, the prostyle device failed to achieve closure of the access site, as the patient was still bleeding. A 6f sheath was re-introduced into the access site and it was noted that there was vessel damage around the sheath insertion area. An angiogram was taken to confirm the vessel damage. A surgical cut-down was performed to repair the vessel damage and the access site was closed with manual suturing. Hospitalization was prolonged and there was a clinically significant delay in the procedure due to the vessel damage and treatment. No additional information was provided.